Event description:
The reporter indicated as a 13.7 mm micl 13.7 implantable collamer lens was being loaded, the lens torqued and upon insertion, the lens flipped and was inserted upside down. The lens haptic was torn while being removed, with no pt injury, no enlarged incision or sutures. The backup icl was implanted.

Manufacturer narrative:
(B)(4)other (lens flipped and inserted upside down). Eval: method (other): lens work order search. Results (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).